Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that patient experienced an infection at the left buttock. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein a wound washout was performed and the ipg was explanted to address the issue. The patient was administered oral antibiotics to address the issue.